Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in concomitant medical products and device evaluated by MFR, and to provide the completed investigation results. One used regular tr band assembly was returned for product evaluation. No other components were returned. Visual inspection revealed that that there were no anomalies. Microscopic and fluoroscopic images of the air inlet port were taken. No anomalies were observed. Leak testing was performed; a tr band inflator was obtained and used to inflate the tr band with 18 ml of air. Digital pressure was applied to the large and small balloon to verify full inflation. The inflated tr band was then submerged under water. No bubbles were observed along the seals of the large and small balloons or along the inflation balloon, inflation balloon valve, or inflation tube. The device was weighed down and left submerged for 19 hours. After 19 hours, the tr band was deflated, and 18 ml of air was measured. No leak was present during testing. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to. It was initially reported the device was not available, however, it was confirmed that actual device was received. Therefore, sections d10 and h3 have been updated to reflect the device return. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide a correction. The statement "to provide the device return date" was inadvertently submitted in follow up no. 2; however, the device return date was submitted in follow up no. 1. Therefore, this statement should not have been included in follow up no. 2. The following statement is the correct statement: this report is being submitted as follow up no. 2, and to provide the completed investigation results.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 1118880-2019-00030.

Event description:
The user facility reported that an hour after the interventional procedure, the nurse let our 2ml of air from the tr band. The nurse left the room and when she returned the patient was bleeding from the site. The tr band was removed and the nurse placed a new tr band on the patient. She filled the device with air and the balloon burst. Blood loss was less than 250cc. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received on february 22, 2019. The procedure was a left heart cath.